Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, patient underwent a spinal fusion surgery on the lumbar region of her spine from l4-s1 using rhbmp-2/acs. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Patient's post-operative period has been marked by a period of improvement, followed by increasingly severe low back pain, and associated radiculopathy in her lower extremities. Patient continued to suffer from constant back pain, pain radiating to her right side, and occasional numbness in her legs. She experiences difficulty sitting, standing and walking for any extended period.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre-operatively diagnosed with spondylolisthesis l5-s1 with degenerative disc disease l4-5, l5-s1 and underwent the following procedures: 1) l4-5, l5-s1 anterior lumbar interbody fusion. 2) l4-5, l5-s1 complete discectomy with decompression. 3) l4-5, l5-s1 insertion of alif spacer¿s. It should be noted in the alif spacers was used collagen soaked bmp sponges. 4) l4-5, l5-s1 anterior plating. As per op-notes," the space was then decorticated, trialed and broached under c-arm imaging. We selected size 19 spacer. Spacer was packed full of bmp soaked collagen sponges. Next, with this space distracted under c-arm guidance, spacer was seated in the resection gap and distraction was released. Next, the anterior lumbosacral plate was affixed to the spine through two screws in l5, two screws in s1. Screws were all tightened down and placed under c-arm guidance." The patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.